Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: curved opening, fold creases, wear abrasion, brown particles. Leak test was performed which identified leakage per brown particles, these particles were not removed and, subsequently, a microscopic analysis was performed which identified particle leakage. A microscopic analysis identified a curved striated opening on radius side assessed as surgical damage and smooth opening on posterior side in the same location of crease assessed as fold flaw opening. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: a crease smooth opening due to fold flaw opening, a curved striated opening assessed as surgical damage, and particles on fill channel assessed as particle leakage. Additional information: d.10, h.3, h.6.

Event description:
Healthcare professional reported a right-side deflation. Device was explanted.

Manufacturer narrative:
Additional information: b.5, d.7, h.6.

Event description:
Device was explanted.

Manufacturer narrative:
Corrected data: this medwatch is being sent to correct the follow up numbers, g.6., of the supplemental medwatches submitted on 09oct2018 and 21nov2018, as they were incorrectly listed as follow ups 2 and 3. The correct follow up number for the medwatch submitted on 09oct2018 was follow up number 1 and the correct follow up number for the medwatch submitted on 21nov2018 was follow up number 2. There is no additional information to report.

Event description:
Healthcare professional reported a right-side deflation. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation ¿ breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation.

Event description:
Healthcare professional reported a right-side deflation. Device remains implanted.